Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision on (B)(6) 2013 due to pain, bleeding, and recurrence of prolapse. It was reported that following mesh implant the patient experienced pain, urinary problems, recurrence, dyspareunia, infection, bleeding, and bowel problems. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with posterior colporrhaphy due to sui and pop. It was reported that the patient underwent vaginal cuff disruption and repair on (B)(6) 2013 due to vaginal bleeding after prior lavh, anterior/posterior colporrhaphy and sacrospinous ligament fixation. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced disruption of the vaginal cuff, uterine prolapse, rectocele, cystocele, severe dysmenorrhea, and menometrorrhagia.